Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the cover glass of the insertion section contains foreign material and therefore the image quality is poor. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.